Event description:
It was reported that the right atrial (ra) lead had dislodged. There was failure to capture and sense as a result. The dislodgement was confirmed via diagnostic imaging. It was also noted that the ventricular lead exhibited high capture thresholds. The physician elected to explant and replaced both leads. The patient was stable.

Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance on the right ventricular lead were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction for b5 and h6 coding.

Event description:
It was reported that the right atrial (ra) lead had dislodged. There was high pacing impedance, failure to capture and sense as a result. The dislodgement was confirmed via diagnostic imaging. It was also noted that the ventricular lead exhibited high pacing impedance and high capture thresholds. The physician elected to explant and replaced both leads. The patient was stable.